Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04870. It was reported that patient death occurred. The target lesion was located in the tightly stenosis and very tightly calcified proximal left anterior descending artery. The target lesion was ballooned and at this point the vessel goes down with thrombolysis in myocardial infarction (timi) 0 flow. A 3.50mm diameter synergy¿ drug-eluting stent was implanted. The physician was going in to post-dilate the lesion with a 3.50 x 8 nc emerge® balloon catheter but it was stuck on a non-bsc guidewire. The catheter separated from the balloon and the balloon markers remained on the wire behind the bound up balloon material that was stuck on the wire. Flow never returned to the artery and they did not want to pull everything out because cardiopulmonary resuscitation was initiated. A second wire was attempted, but code continued. Patient passed away on the table.